Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on an unknown date and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2017 during which the surgeon noted it was found that the bowel was profoundly adherent to the mesh and the bowel was dissected out contiguous with the mesh. It was reported that the patient experienced severe pain, nausea, vomiting, loss of appetite, obstruction and discomfort sleeping. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 09/15/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 09/10/2020. Additional information: a1, a2, b7, d1, d3, d4, d6, g1, g2, g5. Corrected information: g1 (manufacturing site name). Additional b5 narrative: it was reported that the patient underwent hernia repair surgery on an (B)(6)2010 and mesh was implanted.